Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed the AED functioned as designed and could stay in service. Troubleshooting of the device with the customer identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.